Event description:
It was reported when using the bd pyxis¿ medstation¿ es, tower door had failed, the customer reported that the malfunction occurred when the user was trying to pull the medication to the patient resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer closed the work order with the note of customer postponed. A follow up raised regarding repair information but no further information was available.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name e1.- (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, tower door had failed, the customer reported that the malfunction occurred when the user was trying to pull the medication to the patient resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.